Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cords stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient was unable to charge. It was reported that difficulty charging had been occurring since (B)(6) 2018. Patient was having difficulty getting any coupling bars, only getting reposition message and it was taking a long time to charge the ins. Patient could only get reposition message on the recharger (insr). It was reported the 8840 was able to interrogate the neurostimulator (ins) fine, however, the ins was discharged currently and the ins battery level was showing 3.650 per 8840. Diary data was from (B)(6) as patient's ins was checked by the healthcare provider yesterday. It was reported they were able to communicate with another external device. It was reported the patient does not have access to another insr to charge ins. It was reported there was a possible flipped ins. An x-ray was recommended. Patient reported that the ins was floating around in the pocket and it's hard to charge the ins due to this. Patient can grab onto the ins with her hand. The patient reported no falls or trauma. 8840 recharger data is as follows: (B)(6), 0.1, 75% (B)(6), 1, 75% (B)(6), 2.3, 75% (B)(6), 2.6, 100% (B)(6), 1.3, 50% typical coupling showing as 8 bars per 8840. It was reported the patient is already going to see their doctor to get the ins only replaced due to recharging difficulties. Patient services reviewed that the ins was not near end-of-service (eos) yet and that if the ins has flipped over, that this could be the cause of the recharging issues. Patient redirected to hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) reporting that they had no idea of what the cause of the inability to charge, taking long to charge, difficulty charging, ins discharged and floating in pocket was. They stated that the patient was referred to them for the removal, and that they had no idea when the date of the replacement of ins was nor when all of the issues began. No further information provided, nor was there any other complications reported.